Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a pending alarm. It was reported a motor stall occurred on (B)(6) 2013 and recovered on (B)(6) 2013. The drug delivered in the pump was unknown. Additional information has been requested, but was not available as of the date of this report.